Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the device was receiving an error message stating fridge not enough power. The customer also indicated that the refrigerator temperature was increasing. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) instructed the client to power down the device and reseat the ac power cord at the back of the refrigerator. After powering the device back on, the refrigerator began cooling immediately, and the low-power message cleared. The system functioned as intended after the field service engineer (fse) assisted the customer to resolve the issue.